Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the patient (pt) is still un able to increase stim and receives out of range errors 1703 and 1098 on their handset. The rep stated that pt is programmed on contacts with high impedances. Technical services (tss) reviewed meaning and cause of oor messages. The rep stated they provided the pt with a group that has higher amplitude and if needed, pt can decrease stim or switch back to original group. The rep stated the pt is getting some efficacy so will try this programming but have also spoken with patient and healthcare provider (hcp) about potential need for revision. Tss recommended imaging and/or intra-op impedance testing as it is unclear whether impedance issue is on lead or extension and therefore, it's unknown which component would need to be replaced at this time. Additional information was received from the manufacturer's representative (rep). It was reported that the cause of the high impedan ce was unknown. The exact impedance values were also unknow but were >3000 ohms. A revision has not been scheduled at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported that it is planned for the patient to have a revision when the ins reaches replacement status. No further action was taken at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.